Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided additional information, stating that the patient's revision was on (B)(6) 2024, but they weren't aware that the explant occurred or the infection happened.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2024, product type extension; product ID: 3387s-40, lot# v363992, implanted: (B)(6) 2009, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(6), ubd: 25-nov-2013, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6) ubd: 24-jul-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an infection on the right side of the head, and the dbs system had to be replaced entirely. No other information related to this event was provided.